Event description:
The customer reported to olympus, the high definition lcd monitor had blacked out several times during an unknown therapeutic procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the printed circuit board was faulty resulting in occasional loss of image. It was also noted, some spots on the bezel glass affected the view. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty printed circuit board (bi board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.